Event description:
It was reported that during a plf at l5-s1, a mallet was used to pound the gearshift into some hard bone and the tip broke off. The tip portion was left in the patient's bone.

Manufacturer narrative:
(B)(6). (B)(4). Instrument was not returned to the manufacturer.